Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced re-occurring infections at the implant site. The patient has been treated on four different occurrences (dates not reported) with oral antibiotics beginning in (B)(6) 2014 (date not reported). The implanted device remains.